Manufacturer narrative:
The reported events of high threshold and failure to advance stylet were confirmed. The cause of the reported events was due to the over torqued inner coil in the connector region due to procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, high capture threshold was observed on the right ventricular lead. After several attempts, the stylet could not be inserted into the lead. The lead was not implanted and was replaced. The patient was stable.